Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the fenestrated bipolar forceps had a loose cable and the instrument was not working right. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor clinical supervisor and obtained the following additional information: the customer clarified that the bipolar energy was not working when the instrument was not working right. The instrument was inspected prior to use and nothing seemed out of the ordinary. The issue occurred during a general surgery procedure. There was no patient injury and the patient was doing well and was discharged from the hospital. No images or patient demographics were available.